Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred due to the faulty main board. The cause of the faulty main board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Physical findings of the returned device shows: the user's report is confirmed: after making beeping sounds the display goes dark. The main printed circuit board is bad and needs replaced. There are no visible traces of damage. The defect found is due to normal wear of the device or the customer's handling. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using a high flow insufflation device, the screen turns blank and the instrument starts beeping. After the insufflator is restarted, this same thing happens again. The procedure was completed successfully with another unit. There was no extension of the procedure. There were no adverse effects to the patient as a result of this occurrence.